Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited noise and oversensing. Upon review, technical services (ts) stated that the noise could be from electromagnetic interference (emi). There was 2 second pausing noted in the pacing. The patient was seen in clinic; however, they were not able to reproduce the noise. The presenting electrogram (egm) did not show noisy signals. The patient stated that he was working with some chainsaws/power tools the day of noisy signals. Ts suggested to increase caution when working with his tools. This device remains in service. No adverse patient effects were reported.